Event description:
Pt reported that they inserted a new insulin cartridge into device and started to prime, then device generated an empty cartridge alarm. The device's piston rod had pushed the entire cartridge of insulin out, and insulin was pooled at the bottom of the cartridge chamber. Pt's blood glucose was not affected, and no treatment was received.